Event description:
The customer reported to vyaire medical that avea standard ventilator stopped working while on a patient. Patient started to experience desaturation but immediately placed on another ventilator. There was no patient harm associated with this event.

Manufacturer narrative:
A vyaire field service representative(fsr) evaluated the device onsite and was unable to duplicate the reported issue. Exhalation valve characterization was done and complete ovp (operational verification procedure) was performed. The volumes, peep (positive end-expiratory pressure),blender and compressor were verified. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.